Event description:
The user reported that during an abdominal aortogram with runoff and avs stent placement procedure, the tip of the catheter broke off while the physician was trying to cross over to the contra lateral leg. The catheter was being used with a vascular wire and contrast had been injected through it. The tip of the catheter remained in the abdominal aorta after breaking off. The user was able to successfully remove the catheter tip from the aorta with a snare. No other harm or injury reported.

Manufacturer narrative:
Device eval: one used suspected device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The body tubing of the catheter had completely separated from the tip tubing at the fuse zone interface. A microscopic inspection of the separated area found that the tip tubing was well bonded to the body tubing prior to separation and the very proximal end of the tip was distorted and slightly elongated where it separated from the fuse zone. The in-process tensile testing samples exceeded the acceptance criteria. Merit is unable to determine the exact root cause of the reported failure.